Manufacturer narrative:
Product analysis results are: other than the excision tears noted above, no stent fractures, fabric tears, or any other integrity issues were observed on the returned devices, and the cause of the aaa expansion could not be determined. The majority of the limbs were not returned; thereby, limiting the extent of the analysis. It is likely that the patient¿s death was attributed to complications during removal of the devices during the open repair.

Manufacturer narrative:
Concomitant medical products: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on. It was reported that on a follow up CT scan the aneurysm sac has continued to enlarge approximately 1 cm over the course of a year without the presence of an endoleak. The physician explanted the stent graft, and a dacron graft was used. The physician stated that the cause of the event is unidentifiable. The cause of death is complications of hypovalemic shock, hypotension and shock bleeding. The bare spring prolapsed into the bifurcate, continued lumbar back bleeding, and bleeding from the suprarenal aorta during explant contributed to the death. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.